Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two full breached outer lead insulation degradation at 4.5 cm to 4.6 cm and 4.7 cm to 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.